Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the rep when the patient's right hip gave out in 2006 and he asked his surgeon to implant an artificial one ¿ specifically, a metal-on-metal hip called the asr xl, made by johnson & johnson. He knew what he was talking about: as an orthopedic surgeon, the patient specializes in complex hip replacements. But what he knew wasn¿t enough to protect him from a defect in the device. Five years after his surgery, and in excruciating pain, he underwent more surgery, this time to have the device replaced. When the surgeon sliced into his hip, what he saw looked like a crankcase full of dirty oil. Tissue surrounding the hip was black. Cobalt leaking from the asr hip had caused a condition called metallosis, destroying not only local muscle, tendons and ligaments, but harming his heart and brain as well. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available. Regarding this event? Yes. Doi: 2006; dor: unknown; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.